Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 105 units. Reportedly, the cartridge was filled with 200 units of insulin. Blood glucose level was 143 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting.